Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that prongs on the chain rail were found to be bent. The prongs were reshaped into the proper shape. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned for analysis.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, each time an exposure was taken a grinding screeching noise occurred. There was no reported delay to the procedure and no impact on patient outcome.